Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis as well as high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl and over 500 mg/dl. Customer¿s current blood glucose level was 150 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated with the boluses through injections, anti-nausea medicine and intravenous insulin drip. Customer alleging possible insulin pump was under delivery. Customer did not use auto mode. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.